Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded metal coil') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "on the left, the essure coil was coiled back on itself.". The patient's medical history included ovarian cyst, paratubal cyst, corpus luteum cyst, pelvic pain, pelvic adhesions and skin rash. In 2011, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), rash ("skin rash") and ovarian cyst ("right ovarian cysts"). The patient was treated with surgery (robotic - assisted laparoscopy with bilateral salpingectomy, removal bilateral foreign bodies). Essure was removed on (B)(6) 2020. At the time of the report, the embedded device, rash and ovarian cyst outcome was unknown. The reporter considered embedded device, ovarian cyst, pelvic pain and rash to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 26-mar-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded metal coil') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "on the left, the essure coil was coiled back on itself.". The patient's medical history included ovarian cyst, paratubal cyst, corpus luteum cyst, pelvic pain, pelvic adhesions and skin rash. In 2011, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), rash ("skin rash") and ovarian cyst ("right ovarian cysts"). The patient was treated with surgery (robotic - assisted laparoscopy with bilateral salpingectomy, removal bilateral foreign bodies). Essure was removed on (B)(6) 2020. At the time of the report, the embedded device, rash and ovarian cyst outcome was unknown. The reporter considered embedded device, ovarian cyst, pelvic pain and rash to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.